Event description:
An adverse event was reported. During a laparoscopic hernia procedure, it was reported that the dr placed an applied medical trocar into the pt's sub-pubic region and the trocar blade shields did not deploy, leaving the cutting blades exposed. The peritoneum was nicked by the trocar. An electro-cauterizing device was used to stop the bleeding. No further injury reporetd and no further action required.